Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Occasional far-field r-wave oversensing was observed on stored atrial lead electrograms. (B)(4).

Event description:
It was reported that far field r-wave (ffrw) sensing was noted on the right atrial (ra) lead. No programming changes were made. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.